Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the all keypad buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; the audio bolus button was found to be torn. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all of the keypad buttons were responding to button presses as expected and had normal spring back and click. There was evidence of contamination found under the contrast key contact. Unrelated to the complaint, a leak test revealed, the bolus button was found to be leaking. The pump was opened and moisture was found inside the pump. The reported responsive issue with the keypad was not duplicated during testing.